Event description:
It was reported that the patient was seen in clinic. During the clinic, provider reported that the patient is experiencing increase in seizure and had MRI preformed due to the event. Full system interrogation showed all settings and diagnostics were all within normal limits. No other relevant information has been received to date. No surgical intervention has been reported to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported by the physician, the increase in seizure is due to vns stimulation, the increase in seizure is back to pre-vns baseline levels. No other relevant information has been received to date.